Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during the treatment of a stricture due to an advanced esophageal tumor (weight unknown). According to the complainant, the ultraflex esophageal stent was placed in 2009. Post deployment, the physician noticed a pleat at the proximal end of the stent. The stent appeared to not be fully open. Another stent was not placed. Four days post stent placement, the patient experienced vomiting. A computed tomography (CT) scan was performed and revealed that the stent had still not fully opened. It appeared 50% of the stent opened appropriately while the remaining portion of the stent appeared to be twisted. The physician was planning to dilate the stent or explant and replace the stent if dilatation of the stent was not successful. However, the patient expired prior to the procedure. According to the physician, the patient had developed pneumonia a few days prior to his death. Although the physician felt the patient's vomiting may have been caused by the stent, it was reported the patient's death was a result of the advanced esophageal cancer and was not related to the stent. The patient's general conditions prior to initial stent placement was extremely bad. The exact date of the death is not known. However, follow-up revealed the patient expired the weekend prior to the end of the month.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.